Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients epicardial right ventricular (rv) pace/sense lead had triggered a lead integrity alert (lia) with elevated sensing integrity counter (sic) and high rate non-sustained episodes. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.